Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the right master tool manipulator (mtm) drifted when the grips were released. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse explained that according to the da vinci xi system user manual, surgeons should not let go of the hand controls while their head is still in the viewer to prevent potential patient tissue damage. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: this issue was going on consistently throughout the case. This had been an ongoing issue with this console for over a year. The instrument was still inside the patient's anatomy when the issue occurred. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. Arm was moving after surgeons were letting go even with their head out. It was not responding correctly. According to multiple people this issue was on going for over a year. The fse replaced the master tool manipulators (mtm). The system was tested and verified as ready for use. Isi did receive the mtm with an alleged issue to perform failure analysis. Upon visual inspection, friction was observed along axis 5 and that would be related to the reported event. The mtm2 was installed onto a golden system where the axis 5 motor was triggered indicating fault on the axis 5, replicating the reported event. The mtm2 was then installed onto a psc fixture test platform (pftp) where gravity cal was found to be failing on the axis 5. Once testing was completed, the axis 5 motor was aba tested and was verified to be the source of the fault. The probable root cause of error 23075 may be attributed to user-induced factors such as the surgeon releasing an mtm during following mode while their head is in the high resolution stereo viewer (hrsv) or a user applying external force to an arm on the patient side cart (psc) (e.g., energy cable connection) that is being commanded by the surgeon.